Manufacturer narrative:
(B)(6). The lot and catalog numbers of the coil were not provided. Complaint conclusion: the unspecified micrus coil could not be detached when the detachment button was pressed. The cable was replaced; but the coil could still not be detached. About five coils were deployed with no problem before and after this coil. It was reported that there was no problem with the coils. There was no serious injury or required intervention as a result of the event. The product was not returned for evaluation. Without the lot number associated with the coil, a review of manufacturing documentation could not be performed. The complaint could not be confirmed without the return of the device and the exact root cause of the problem reported could not be determined. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken.

Event description:
The unspecified microcoil could not be detached when the detachment button was pressed. The cable was replaced; but the coil could not be detached again. About five coils were deployed with no problem before and after this coil. It was reported that the pre-deployment electrical check had not been performed. During the procedure, when pressing the power button, all lights illuminated, but the audible signal did not beep. There was no serious injury or required intervention as a result of the event.